Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03243 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was used during an ssl fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the capio cage failed to catch the needle and eventually, the needle detached inside the patient but it was recovered by forceps. Another uphold vaginal support system was opened and the same thing happened. The procedure was completed with a third uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.